Manufacturer narrative:
Per the instructions for use, device malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, it was reported that the cause for the aortic malposition was due to a combination of the horizontal annulus and energy stored in the delivery system due to the acute angle. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Event description:
During implantation of a 26 mm sapien valve via transfemoral approach, the valve landed canted, resulting in moderate paravalvular (pvl), and requiring the deployment of a 2nd valve. Initially, on pre-screening CT, an ascending aortic dilation and horizontal annulus was noted. The valve was moderately calcified and the aortic root was mildly calcified. There was no mitral annular calcification (mac) and no ventricular septal hypertrophy. Balloon valvuloplasty was performed and it was noted that the balloon migrated aortic during inflation. The bav was repeated several times and capture was achieved. The valve was then positioned and deployed in a slow deliberate fashion. The coaxial alignment of the valve and delivery system was reported as good, as was the image intensifier angle. During deployment the valve moved aortic on the left coronary cusp (lcc), approximately 90/10 aortic/ventricular, and was positioned approx. 60/40 a/v at the non-coronary cusp (ncc). There was moderate residual pvl. A second valve was positioned and deployed 50/50 to the native annulus, with no subsequent pvl or central regurgitation (ai) noted. The patient was stable. In the post procedure debrief it was understood that the anatomy was the root cause of the valve moving aortic. In addition, the concern was that the energy that could be stored in the delivery system due to the acute angle would push the valve aortic.